Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this patient fell when they got up in the middle of the night. The patient went to the hospital and their heart rate (hr) was in the 30s. The patient reportedly had a low hr episode with low blood pressure and was hemodynamically compromised. Pacing was not being delivered when required, resulting in a loss of capture with asystole greater than 2 seconds. A temporary pacing wire was placed. Device interrogation revealed that the right ventricular (rv) lead pace impedance was greater than 3000 ohms, when the previous daily reading was about 860 ohms and the impedance had been steady and in range, since implant. As a result, the rv lead was abandoned surgically and replaced. The physician thought that the lead body was damaged. No additional adverse patient effects were reported.